Event description:
The pt was implanted with a bi-ventricular assist device (bivad). The physician reported that the pt was resting in bed and his primary vad driver began alarming for low pressure. A tech was sent to the pt's home and leads were checked for a potential air leak; however, no air leaks were found. The physician at the hosp checked for a potential air leak. When connected to a hearttouch computer system, low pressure of approx 170 mm hg was revealed and it was visible that the vad chamber was not emptying completely. Ejection time was increased up to 320 msec; however, there was still no improvement. The pt was then switched to the back up vad driver. The pt was reported to be stable throughout the entire event and the back up vad driver is running with normal function without any alarms.

Manufacturer narrative:
The vad driver was returned to the MFR for eval and the reported low pressure and low occlusion alarms were confirmed. The cause of the alarms was traced to a leak in the air filter. Further inspection revealed that the inlet body and filter body had become separated which prevented adequate air flow, leading to loss of pressure and alarms observed by the user. A review of device history records showed no deviations from mfg or quality specs that would affect pump function or performance. No further info is available. The MFR is closing its file on this event.